Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.